Event description:
Pt's mother states that the insulin is exiting tubing before pump is recording flow. Pt's mother states that she has tried to prime infusion set twice with same result. Pt's mother has refilled reservoir several times since it will not hold enough insulin for 2 days as it normally would. Pt's mother solved problem by changing the infusion set tubing.

Manufacturer narrative:
Eval summary: one used device was returned for eval. Used devices: the tubing was visually inspected for any tears or cracks on the tubing itself and on the attached connector parts. Furthermore, a flow test and a p-cap connector vent test were performed. The membrane in the p-cap connector was humid and the sample also failed the p-cap connector vent test. Unused devices: no unused samples were returned for eval. Reference samples: the reference material was tested and all samples were found to be within specs. A review of the relevant device history records and a search for relevant deviations or similar complaints related to the specific device resulted in no similar complaints for the involved lot number 8200796. No relevant deviations during mfg were recorded.